Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the cartridge had air bubbles and upon changing the cartridge and the infusion set, the air bubbles issue still remained. When the cartridge was used with a different pump, allegedly, there were no air bubbles. This complaint is being reported against the pump because the presence of air bubbles in the cartridge can result in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/23/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: there are no alarms related to complaint observed in the black box data or in the pump alarm history. On investigation, ¿ez-prime¿ steps were performed successfully. No debris was found in the cartridge compartment. Product analysis exercised the pump for 24 hours with no unusual issues occurring. Unrelated to the original complaint, the battery compartment was found to be cracked from case seal traveling to grip pad.